Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g144 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g144 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. A review of the photographs show evidence of a pool of blood around the bonded y-connector and the yellow n tubing in the pump tubing organizer (pto). The root cause of the pto leak was most likely manufacturing operator error resulting in a weak bond joint between the tube and the y-connector during the manufacturing process. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer sent an email to report a pump tubing organizer (pto) leak during the treatment procedure. The customer reported approximately 1100 ml of whole blood was processed when the leak occurred. The customer indicated that blood and uvadex treated cells were reinfused to the patient. The customer reported the patient was stable. The customer has returned photographs for investigation.